Manufacturer narrative:
Eval summary: eval of the returned device found the device was fully clip deployed, the tip of the sheath was elongated and stretched beyond the distal end of the tube set. The distal tip of the sheath was ruffled and the damage is consistent with the sheath stretching during thumb advancement and overlapping the distal end of the tube set. The most probable root cause for the stretched exchange sheath and subsequent mis-located clip is due to the access site being too small to accommodate the tube set advancement, creating excessive resistance during thumb advancement stretching the sheath and causing interference with the clip deployment. Internal eval found no damage and the components were in post deployment positions; however, the vessel locator wings were bent. The most probable root cause of the bent vessel locator wings is tissue compression between the distal end of the tube set and the vessel locator wings during thumb advancement. No mfg or qual issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the clip was found to be in the distal end of the sheath on the vessel locator wings. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.